Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant occurred on (B)(6) 2018 for unknown reasons.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2017. Device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. The patient "is doing better and dysphagia is resolved" after device removal.